Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a bladder procedure, the clip was unformed and ejected from the device. No reported pt consequence.